Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the piston does not work properly once it is louder. The customer stated that sometimes it's slower during rewind. The customer's blood glucose level was 286 mg/dl at the time of the incident. The product was not returned for analysis.